Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had difficulty connecting to the "polifix" during use the following information was provided by the initial reporter, translated from portuguese to english: "syringe with difficulty of connecting in the polifix. Other luer lock syringe units were tested in order to clarify if the problem was with the polifix. However the difficulty was found with the syringe whose lot is in this notification."

Manufacturer narrative:
Investigation summary: no samples/photos of the reported incident were received for analysis. A batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The retain samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty to attach the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly. CAPA 944254 was opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had difficulty connecting to the "polifix" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe with difficulty of connecting in the polifix. Other luer lock syringe units were tested in order to clarify if the problem was with the polifix. However the difficulty was found with the syringe whose lot is in this notification."